Event description:
It was reported by the patient that their heart rate is going fast, the device "is waking me up in the middle of the night and can feel their body throbbing". There is also a lot of pain around the device area. Follow up was attempted to see if the complaints were device related, but patient has not been seen by their physician regarding these symptoms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).